Event description:
In 08/05 a medical center reported that eleven troponin I results were falsely elevated on the advia centaur analyzer. In particular, one of the samples had a troponin value of 1.01 ng/ml. The result was reported to the treating physician and the pt underwent a cardiac catheterization. Subsequent tests from the same pt on another analyzer resulted in troponin I values of <0.01 ng/ml. The other ten falsely elevated troponin values did not result in any pt interventions. In addition, quality control material was reported to be out of range for level 1. Bayer's instructions for use for the troponin I assay indicate that, if the quality control material is out of range, the user should ensure the test was performed according to the instructions; verify the materials are not expired; verify the required maintenance was performed; and, if necessary rerun controls or seek assistance from bayer. A field engineer was sent to the site to inspect the instrument, he detected bleach in the reagent probe dispense. An apparent failure in one of the three way valves involved in the cleaning procedure allowed the bleach to leack into the probe mechanism, which led to erroneous results. After troubleshooting and replacing the valve, the field engineer confirmed that the instrument was operational and performing as expected.